Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6195918, medical device expiration date: 07/31/2021, device manufacture date: 07/13/2016. Medical device lot #: 6319799, medical device expiration date: 11/30/2021, device manufacture date: 11/14/2016. Medical device lot #: 7058742, medical device expiration date: 03/31/2022, device manufacture date: 02/27/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastic pack¿ bd lord's¿ insulin syringe with needle was found to have a deformed stopper in each polybag. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: severity: s1; occurrence: a complaint history check was performed and this is the 8th related complaint for deformed stopper on lot # 6195918. This is the 1st related complaint for deformed stopper on lot # 7058742. This is the 4th related complaint for deformed stopper on lot # 6319799. Two investigations were carried out. First investigation summary: customer returned (56) 3/10cc, 8mm, 30g syringes in sealed poly bags from lot # 6195918, (21) 3/10cc, 8mm, 30g syringes in sealed poly bags from lot # 6319799, and (7) 3/10cc, 8mm, 30g syringes in a sealed poly bag from lot # 7058742. Customer states that the stopper was deformed. All returned syringes were examined and 8 out of 56 samples from lot # 6195918, 3 out of 21 samples from lot # 6319799, and one out of 7 samples from lot # 7058742 exhibited a deformed stopper in the barrel. Samples were forwarded to manufacturing (holdrege) on (B)(6)2018 for further review. On(B)(6)2018, holdrege received fifty-six (56) 0.3ml, 8mm, 30g syringes in sealed polybags from batch# 6195918, twenty-one (21) 0.3ml, 8mm, 30g syringes in sealed polybags from batch# 6319799 and seven (7) 0.3ml, 8mm, 30g syringes in sealed polybags from batch# 7058742. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause potentially could be a supplier molding/stacking issue. However, that is unable to be confirmed at this time. CAPA (B)(4) was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). All batches reported within this record were noted to have been manufactured prior to implementation of any corrective/preventive actions associated with this CAPA. DHR review for 3 lot numbers: device history record review ¿ a review of the device history record was completed for batch # 7058742 all inspections were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material# 700005652 (syringe 0.3ml asm 30g 8mm tw sm700179 sc) that went into the packaged batch# 7058742. There were zero (0) notifications noted that pertained to the complaint. Device history record review ¿ a review of the device history record was completed for batch # 6195918 all inspections were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material # 700005652 (syringe 0.3ml asm 30g 8mm tw sm700179 sc) that went into the packaged batch 6195918. There were zero (0) notifications noted pertaining to this complaint. Device history record review ¿ a review of the device history record was completed for batch# 6319799. All inspections and challenges were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material# 700005652 (syringe 0.3ml asm 30g 8mm tw sm700179 sc) that went into the packaged batch 6319799. There was one (1) notification [200672904] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.supplemental MDR-investigation (B)(6)2018.